Manufacturer narrative:
The biomed replaced the user interface assembly to resolve the issue. Upon further review, the reported issue has been deemed not reportable as the device was outside of clinical use, and therefore the event does not present potential risk of patient harm or injury.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The biomed reported the display is dim when powering on the unit. The biomed reached out to the manufacturer's remote service technician and request part ID for the liquid crystal display (lcd) assembly and the biomed advised the unit has 2.0 software and only has 2nd generation lcd and would need to upgrade the software to 2.30. The manufacturer's remote service technician emailed the software link and provided part identification (ID) for user interface (ui) assembly. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.